Event description:
It was reported that the patient had a catheter revision scheduled for (B)(6) 2014. It was unknown what the exact catheter issue was. It was later reported that the catheter was intact and within the intrathecal space. There was no need to replace the catheter. What caused the issue was a collection of fluid/small seroma in the patient¿s lower back area at the entry point of the catheter. The healthcare provider (hcp) lanced this pocket of fluid upon making an incision. There was nothing observed to be wrong with the catheter upon fluoroscopy and visual inspection. However, once the anesthesiologist did a valsalva on the patient, a small trickle of fluid was observed coming from around the catheter in the space that the catheter occupied. There was no purse string suture. The hcp then did a purse string suture and used some surgical product to plug the space. The anesthesiologist did another valsalva and no trickle of fluid was observed. It was noted that, per the patient, she did not have a loss of therapy effectiveness because her pain had been very well controlled since her new catheter was implanted in (B)(6) 2013. The only issues or concern was the fluid collection, which only recently occurred approximately 3 weeks prior to (B)(6) 2014. Since the plug and purse string suture, the patient had not had the collection of fluid recur. The device system was used to deliver dilaudid and bupivacaine.

Event description:
Additional information received reported that the patient had surgery last month because there was a leak around the catheter, where it went in the spine. The patient had a lump on the side of back the size of a ¿hockey puck and even bigger because her back was sensitive. It was noted that even after operating it was ¿touching back¿ out but it had finally seemed to have stopped leaking.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: per the patient, the lump was on her lower back and it was baseball size.